Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. A follow up report will be submitted once the investigation and the product history review are complete.

Event description:
It was reported through clinical trial that a patient experienced restenosis of the target lesion and restenosis of the non-target lesion as evidence by by low flow in avf during last hemodialysis session. An ultrasound doppler revealed hemodynamically significant stenoses (>50%) in the anastomotic region, the middle third of the cephalic vein in the forearm, and the distal end of the implanted wrapardy catheter. The patient was hospitalized and scheduled for percutaneous reintervention. Percutaneous treatment of the lesions was performed using high-pressure balloon angioplasty in all stenoses, with a good final result. The patient was discharged from the hospital and the events were considered resolved. The event of restenosis of the non target lesion was considered definitely related to device, and not related to procedure or target lesion. The event of restenosis of the target lesion was considered target lesion related, definitely related to device, and not related to procedure